Event description:
On (B)(6) 2025, a patient underwent an angioplasty procedure using vaccess device. During the procedure, the device allegedly failed to retrieve from sheath post usage in fistula. The sheath and balloon had to be removed together while the guidewire remained in place. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: one vaccess pta dilatation catheter returned for evaluation. Upon visual inspection, it was noted the balloon was returned loaded over an unknown size or brand sheath. No anomalies to the luers/y-body. During functional testing, the returned sheath was flushed and attempted to be pulled by pulling the pta catheter proximally. It was met with high resistance once the sheath approached the distal tip of the balloon. It was flushed more and pulled again; the sheath was able to be pulled once high force was exerted. Therefore, the investigation is confirmed for the reported sheath removal difficulty as the returned device, which was loaded onto the sheath, was removed with high resistance. A definitive root cause for the reported sheath removal difficulty issue could not be determined based upon the provided information. It is unknown whether patient and/or procedural issues contributed to the reported event. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D2b (lit; dqy) section a through f. The information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.